Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system's monitor was not displaying images. Upon checking with customer, quote for evaluation and repair service was sent to customer. Customer did not approve the quote and was cancelled. No service has been performed by philips. To date, no further information was received.

Event description:
It was reported to philips that the system's monitor was not displaying images. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.